Event description:
IV flowmeter labels. Package labelled as "one co's 1000 cc labels" contains "another co's 1000 cc" labels. Use of these labels with the first co's solution could result in erroneous delivery of IV solution.